Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was repeatedly giving erratic spo2 readings and would go into signal loss. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. The unit was evaluated, and the complaint could not be duplicated, however, there was evidence of liquid exposure found in the ECG and spo2 sockets. The cause was likely a temporary circuit failure due to liquid exposure from user mishandling. The manual warns the user that the device is not waterproof and not to use the device if there is liquid exposure. Trending for similar issues and devices will continue to be monitored by nk. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the zm transmitter: central nurse's station (cns): model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 11/06/2017. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receiver (org): model #: org-9110a serial #: (B)(6). Device manufacturer data: (awaiting the manufacturer's response.) Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was repeatedly giving erratic spo2 readings and would go into signal loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was repeatedly giving erratic spo2 readings and would go into signal loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the zm transmitter: central nurse's station (cns): model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 11/06/2017. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receiver (org): model #: org-9110a. Serial #: (B)(6). Device manufacturer data: (awaiting the manufacturer's response.) Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was repeatedly giving erratic spo2 readings and would go into signal loss. No patient harm was reported.